Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, 90% stenosed mid left anterior descending artery. The aorta was also fairly tortuous. Resistance was felt with the inner lumen of the guiding catheter during advancement of the 3.5x18 mm xience xpedition stent delivery system (sds). The xience xpedition sds was pushed hard with force and as a result, the proximal shaft separated outside the patient. The procedure was completed using a new xience xpedition sds. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery systems (sds) was returned for analysis, the reported shaft separation was confirmed. Difficulty to position device with guiding catheter could not be tested due to the condition of the device. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or dmage to the stent and / or delivery system components. In this case, it is possible that the reported IFU deviation caused or contributed to the complaint.